Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited possible loss of capture (loc) on the left ventricular (lv) channel. Technical services (ts) reviewed the device data and noted high capture threshold and a decrease in pacing impedance on the lv channel. Review of the data indicated the lv pacing did not appear to capture at the programmed settings. Ts suggested to further evaluate. No adverse patient effects were reported. The crt-d remains in service.